Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain. It was reported that the ins had run out and stopped working possibly a few months prior to the report. The patient has been "toughing it out" and would like to have the device replaced. The caller was redirected to the national answering service to page a manufacturer representative (rep) to check the ins. No symptoms were reported. No further complications were reported or anticipated.